Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or weak battery alarms noted during testing. The insulin pump had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose and ketones. The customer reported that the insulin pump was dropped. The customer's blood glucose was 444 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer performed self test and the insulin pump passed. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.